Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited multiple high out of range pacing impedance measurements of greater than 2000 ohms. At this time the lv lead was reprogrammed and remains implanted and in service. No adverse patient effects were reported.